Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
New information received states that the device was explanted and replaced due to normal eri.

Event description:
New information received states the patient received additional inappropriate antitachycardia pacing therapies. Lead revision was highly recommended despite the physician decision to wait until the device reach eri. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed the patient received two episodes of inappropriate antitachycardia pacing therapies due to lead noise. The cause of lead noise was not determined. It was recommended to bring the patient back to reproduce the oversensing. No resolution was completed and the physician planned to just monitor the patient through merlin. The patient condition was good at all times.

Manufacturer narrative:
Correction: the date received by manufacturer is added on this additional report.

Event description:
Correction the date received by manufacturer is added on this additional report.

Event description:
New information received states the patient received additional inappropriate antitachycardia pacing therapies due to the noise. The patient presented to the hospital with a head injury after falling off a crate. A ventricular fibrillation episode contributed to the fall. The patient also received a shock during an arrhythmia. The patient returned for a follow-up and normal device function was observed. Lead replacement was recommended. The patient condition after the follow-up is good.